Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft started slipping and grinding on coupling gear during function test. Therefore, the reported condition was confirmed. It was determined that the input shaft was slipping and stuck inside the grip. The assignable root cause was determined to be most likely due to normal wear on components from repeated use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly..

Event description:
It was reported from (B)(6) that the radiolucent drive device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.